Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the trocar was leaking insufflation around the seal. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The returned product has been identified as part of the voluntary recall of endopath xcel 'with optiview' technology.